Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0g3gg, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient tried changing programs and now felt rectal pain and vaginal cramping and was wondering if they were doing something wrong. The patient had stimulation on program 3 but this morning they began feeling it uncomfortably. It was noted that the patient adjusted it and was on program 4 and was feeling rectal pain and pelvic cramping. Program 4 had always worked best for the patient and they had it on program 3 and it was working well up until this morning. It was reported that the patient¿s symptoms returned and they were changing pad s like crazy which was why they went back to program 4. The patient got the question mark when going to use the patient programmer often. It was noted that the patient used the antenna and was on program 4 at 5.5v. The patient tried adjusting to 6.0v and they were feeling it uncomfortably in the vaginal area. It was stated that the patient had tried all 4 programs and 4 worked the best for them. The patient was not adequately trained on using the patient programmer. It was noted that the patient didn¿t know what they were doing and the manufacturer representative was in and out of the hospital so fast that they didn¿t have much luck with them. The patient had an appointment with their health care provider (hcp) and their manufacturer representative tomorrow per their request. It was reported that the patient wanted to know why when they went to change programs there was already a number there on the screen.